Event description:
During an unknown procedure, it was reported that the blade broke in half inside the surgical site. The blade was removed under fluoroscopy until the piece was recovered. The site indicated that the product will not be returning for evaluation.

Manufacturer narrative:
Lot number provided invalid. Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. In the event, the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).